Manufacturer narrative:
Concomitant products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
Additional information was received from a manufacturer representative via a healthcare provider (hcp) regarding the granuloma. Recent CT imaging showed the granuloma had decreased slightly. The patient was beginning to recover in the right and left lower extremities, as the patient experienced a "fair amount of compromise." The pump was switched to preservative free normal saline the week of (B)(6) 2015. The patient was to have another CT scan in 3 months.

Event description:
It was reported that the patient had a granuloma that was diagnosed by CT scan. The pump was reprogrammed to minimum rate on (B)(6) 2015. The patient had leg weakness. The pump system was delivering hydromorphone and clonidine. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)